Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 428 mg/dl at the time of incident and patient¿s current blood glucose was 120 mg/dl. Customer reported bent cannula. Customer declined high blood glucose troubleshoot due to bent cannula. The insulin pump is not expected to return for analysis.